Event description:
It was reported that shaft break occurred. A 2.50 x 20 synergy drug-eluting stent was selected for use. However, it was noticed that the stent was broken before entering into patient's body. No patient complications were reported.